Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91p9f. The instrument was received in good visual condition with the tissue pad detached and it was not returned. The instrument was connected to a handpiece and a gen11 and it was tested, the device did activate. Based on the condition of the tissue pad a probable cause for this type of damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the blade and the tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is activated without tissue between the clamp arm and the blade. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the clamp not in according with the IFU can also result in the removal of the pad during use.

Event description:
It was reported that during an unknown procedure, the white tissue pad was fallen off. The fallen piece was retrieved by forceps and was disposed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.